Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that they think in 2016 they had their ins replaced for their ins would not charge as quick as it use to and the ins would deplete faster. Pt said that their ins depleted completely but their external pieces of equipment would show that the ins would be charging.